Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring was detached from the insulin pump. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay and minor scratches on lcd window.